Event description:
Boston scientific received information that during a routine device replacement, this left ventricular (lv) lead exhibited high threshold measurements, noise and high out of range pacing impedance measurements. The lead was disconnected from the device and connected to a pacing system analyzer (psa), which revealed the same. The lead was reconnected to the device and programmed off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.